Event description:
A surgeon reported that poor aspiration occurred ten minutes after cutting began. It was noted that the cutter actuation performance was good. The surgery was completed after replacing the product with another one. There was no harm to the pt.

Manufacturer narrative:
The customer returned one 25+ vitrectomy probe for "poor aspiration." The sample was visually inspected and found to be non-conforming because the needle is obviously bent at the stiffener sleeve. The sample was functionally tested and found to be non-conforming for aspiration. The probe was disassembled and the components inspected. There were significant wear marks on the cutting edge and presence of wear marks on the shaft of the inner cutter at the bend area. This indicates the probe had been used in the bent position. The probe was found to be conforming to aspiration requirements. Product eval revealed a damaged cutting edge and bent needle. Significant wear on the cutting edge and shaft of the cutter indicates that the probe had been initially working properly and was only damaged sometime during surgery. Additionally, it was used while in the bent condition. Probes are 100% visually and functionally tested during manufacturing. A non-conformance (example, "cut failure") would have been detected during assembly and testing and subsequently removed from the lot. Furthermore, the worn cutting edge indicates that the probe had been initially working properly until the cutting edge was damaged. (B)(4).